Event description:
No harm to patient. Bedside rn alerted me that the baxter pump was asking for manual entry of order details for a patient's heparin drip. Upon interrogating the device, it displaced a blue banner across the top of the screen and included an option to bolus the heparin drip, all of which is not standard practice. After confirming the patient was receiving the correct medication, dose and rate, I alerted the medication safety team. Upon further review, an interoperability issue was discovered.